Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported syncope and hematoma could not be conclusively established. The submitted log file was unremarkable, and the pump appeared to function as intended above the low speed limit throughout the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 "introduction" of the IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The sleeping section of the heartmate ii lvas patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a fall/syncope episode at home. The patient experienced anemia and a left femoral artery hematoma. The cause of the hematoma was unknown. The patient was transfused with 1 unit of packed red blood cells (prbcs) on (B)(6) 2021 with adequate response. Right common femoral artery angiogram was performed with no active hemorrhage noted, this was complicated by left femoral artery hematoma. The patient became anemic again and was given 2 units prbc on (B)(6) 2021 with appropriate response. It was reported that the patient was discharged and doing well.